Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that despite them completing the aligner treatment they do not have any improvement to their teeth. Their dentist has informed them that there is hardly any difference. The dentist also informed them that their bottom teeth have become loose since starting the aligner treatment. The patient also reports that they have increased sensitivity in their teeth. Requested additional information and mobility video from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.